Event description:
It was reported that after interrogating a patient and setting up the programmer for cardioversion while patches were being placed on the patient, the patient was shocked. The doctor stated he was not on the screen to initiate any shocks. The device was interrogated by the doctor after the patient was shocked and the doctor stated the patient was not in ventricular tachycardia (vt) or any anomaly that would have been reason for the shock. The doctor was unsure if just one patch or both were connected when patient was shocked. There was wireless telemetry with patients implanted device. When asked, there were no power cords in the vicinity of patient. No radio frequency (rf head) was on or near patient. There was no direct physical contact of the programmer to the patient. The sales representative (sr) spoke with the doctor later that day as well as tachy technical services and were in agreement that the programmer could not have initiated the shock. The sr stated that it is unknown if the patient was actually shocked and they will review the episodes the next time the patient is interrogated. The programmer will be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product ID: d314drg, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).